Event description:
Hospital and surgeon reported: patient treated for CABG and was implanted with sternal plate and screws on (B)(6) 2012. Patient presented to surgeon with infection on an unknown date. Further examination showed the emergency release pin on the sternal plate migrated and the plate pulled apart. Patient was returned to operating room on (B)(6) 2012, all hardware was removed. Patient was not revised to any new hardware; a wound vac was placed to treat the infection. Future anticipated treatment is unknown. This is 4 of 7 reports for this complaint.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn as no product was received.